Event description:
Complainant alleged that while applying electrode pads to a male patient (age unknown) the clinician received an unintended delivery of energy to the hand. One pad was on the patient's chest and successfully delivered energy to the patient. Complainant indicated that there was no adverse effect to the patient and medic due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.